Event description:
The report received via the study indicated that, the patient had instent restenosis, with 40% restenosis in the proximal portion of the stented area and 90% restenosis in the middle portion of the stented area, in 2006. The date of the index procedure was in 2005. The target vessel was the mid left sfa. 24 hours prior to procedure, the patient was given 100mg/day of aspirin and 75mg/day of clopidogrel. Heparin was given at the beginning of the procedure, total dose used during procedure was 5000iu. Access method was percutaneous and puncture site was ipsilateral. Two smart stents (6 x 100mm + 7 x 100mm) were implanted in the left mid sfa. The vessel anatomy at the lesion site was straight, type of lesion restenotic and the lesion was eccentric. There was no thrombus present at site. Lesion location was 8cm above the superior edge of the patella. Total lesion length was 150mm and not occluded. Percentage stenosis before procedure was 98% and after stent placement and post dilation 0%. Reference vessel diameter was 5.0mm. There were no dissections reported during procedure.

Manufacturer narrative:
In 2005, the patient had two stents placed in the left femoral artery. In 2006, it was discovered that the patient had instent restenosis, with 40% restenosis at the proximal area of the stent and 90% restenosis of the mid area of the stent. It was reported that both stents were involved. It is unknown if additional interventions are planned. The patient is reported to be stable. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.